Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient was experiencing shortness of breath, lethargy, and vomiting. The patient¿s cgm was reading in the 60s mg/dl. No bg meter comparison value was reported. Despite the cgm reading, the patient knew her symptoms were signs that she was hyperglycemic and self-treated with 25 units of insulin. After treatment, symptoms persisted, so the patient¿s mother took her to the emergency room (ER). At the ER, the patient¿s bg meter reading was 336 mg/dl while the cgm was reading 80 mg/dl. The sensor was removed. Blood tests were done and confirmed the patient was in dka. The patient was treated with IV fluids and admitted to the ICU. In the ICU, the patient¿s bg levels remained elevated and she was continued on IV fluid therapy. The patient was still recovering in the ICU at the time of report. Attempts to reach the patient for further event information were unsuccessful. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid was taken in the ER. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.